Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow-up in clinic, low lead impedance and noise was observed. Noise was reproducible with arm movements. Patient was asymptomatic. Lead was capped and replaced on (B)(6) 2017. Patient was doing well and will continue to be monitored.